Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open and itchy with scabs.there was no alleged device malfunction contributing to the irritation the patient reported reaching out to a nurse practitioner and receiving medical intervention. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.